Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming fuses, power switch, and power supply were replaced. The system was then tested and met all product specifications. The power switch and power supply were received and a visual assessment of the returned samples found no visual nonconformities. The power switch was installed into a calibrated cataract system and found to function as intended. The returned power switch was replaced with the hotbed power switch, and then the returned power supply was installed in the system, where the system would not power on, confirming the reported event of issues related to the systems power. The reported event of the system making a popping noise was unable to be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the system shutting down can be attributed to the nonconforming power supply. The root cause of the reported event of the system making a popping noise cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported hearing a popping noise from the unit, then it shut down. The unit has not powered on since. This occurred during setup for surgery. An alternate system was used to proceed with surgery.